Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a discrepant troponin result on the architect i2000sr analyzer. No specific initial and repeat data was provided. The customer stated the troponin result repeated point of care different than analyzer result and correlated with patient condition. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and review of instrument logs. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The customer indicated that the architect concentrated wash buffer may have been made up incorrectly by laboratory staff, but this was not confirmed. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.